Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from italy, this patient with a 11500a21 valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of at least five (5) years and one (1) month due to stenosis, which led into increased gradients (mean gradient 45mmhg). The patient presented with dyspnea before the reintervention. A 23mm transcatheter valve was implanted within the edwards surgical valve, and the patient was noted as to be in stable condition.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2020". Therefore, on (B)(6) 2020 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.